Manufacturer narrative:
Correction to sections d4, d9, and h3. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the following: fluoroscopy imagery reveals that the valve protruded out through sheath; one (1) outward bent strut on outflow side of the valve; presence of tortuosity and calcification in patient's access vessel. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed from the evaluation of the imagery provided by the site. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'sheath split and delivery system with stent was exposed. Vascular surgeon opened to retrieved delivery system and repair vessels'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Although resistance or delivery system insertion difficulties was not reported, these patient or procedural factors alone or in combination can increase resistance and require a high push force for delivery system advancement. 3mensio report revealed that tortuosity and calcification were present in patient's access vessel. The presence of tortuosity and calcification in access vessel can create a challenging pathway as it can create sub-optimal angles for delivery system (crimped valve) insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance for delivery system/thv advancement. If excess force was applied to overcome resistance during the delivery system advancement, valve struts can caught within the sheath and result in damage to valve frame. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint events. In this case, the exact cause of the vascular injury cannot be confirmed, however, may be related to procedure factors. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. Per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, the sheath split and the delivery system with the valve stent was exposed. A vascular surgeon was called to retrieve the delivery system and repair the vessel. There was no resistance with the delivery system advancing through the sheath. The valve was not implanted. Withdrawal of the system was not possible because the valve was outside the sheath. The patient is stable post procedure.